Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. The reported problem (service code-segmentation fault) was confirmed. As received, the monitor would not fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. The monitor design change in p010030/s039 was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving a service code (segmentation fault).